Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09634. It was reported that cardiac tamponade and catheter stuck in stent occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following implantation of a 2.25mm x 38mm synergy drug-eluting stent at 11 atmospheres, an opticross ivus catheter was advanced for visualization; however as the catheter was removed, the guidewire exit port of the device came into contact with the distal edge of the deployed stent and became stuck. The catheter could not be removed from the patient. An attempt was made to remove the drive shaft to resolve the issue, but failed. Parallel wire technique was then performed using a micro catheter and a non-bsc guide extension catheter. The stent and the opticross catheter were able to be separated and the outer sheath was removed. Wire perforation was noted and balloon inflation was performed to treat the perforation. Patient was noted to have cardiac tamponade but became stable. The procedure was completed and no further patient complications were reported. The patient's status was good.